Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(6).

Event description:
It was reported to philips that the heartstart mrx failed the operational test (capacitor issue). There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips personnel and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx, indicating a failure in the operational test related to a capacitor issue. The device was not in clinical use at the time the issue was discovered, and there were no reported patient impacts or injuries. Multiple attempts were made to request information regarding the cause and resolution of the reported problem, but no response or information was received; based on the provided information, all we know was that the charge capacitor was replaced. Based on the information available there is insufficient information to confirm the reported problem. We are unable to confirm the cause and final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If we receive additional information, the complaint file will be reopened. H3 other text : customer did not respond to multiple attempts for additional information.